Event description:
The customer reported that while on radiated tissue, the device jaws could not be reopened and were cut from the tissue. Another device was used and the same issue was experienced. There was no patient injury. Additional device in the same surgery can be found on MFR. Report# 1717344-2010-00326.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.